Event description:
It was reported that this brady lead implanted in the left bundle branch (lbb) was surgically abandoned due to unknown product performance anomaly. A brady new lead with a different model was successfully implanted. No additional adverse patient effects were reported.